Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic resection of left lateral liver procedure, could not squeeze the firing trigger when severed the hepatic vein. They changed to another reload, after fired, found the staples with a "rough" appearance. At last the surgeon found the anvil was loose. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # p5672k. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. In addition, another cartridge was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.